Event description:
It was reported that a user experienced prolonged hyperglycemia with cgm glucose around 350 mg/dl while using the ilet system, with the device powered on, insulin present, infusion set connected, and no active device alerts; user noted a slight insulin smell near the cartridge earlier and had observed air bubbles prior to troubleshooting, then performed tubing fill with drops observed at the line end and changed supplies. Symptoms included elevated blood glucose and ketone presence reported as moderate. Outcomes included home management with fluids, ketone monitoring, and subsequent glucose improvement with ketones resolving, without medical intervention or hospitalization. Investigation included customer interview, device/cgm verification, infusion set and supply change guidance, ketone action plan review, and insulin delivery troubleshooting. Investigation of this case revealed no device malfunction was confirmed and potential insulin delivery or absorption issues were considered, including possible disconnection period and site-related factors. It was concluded that the event was consistent with hyperglycemia of unclear cause with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.